Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. The customer confirmed the cable issue. The customer was able to obtain the replacement part.

Event description:
The customer reported that they received a ui module with a broken cable. There was no patient involvement. Event date not specified, estimate used.